Manufacturer narrative:
The reported event of failure to remove lead from header was not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. The lead was able to be fully inserted and removed from the device with no restriction. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications.

Event description:
It was reported that the patient presented to the emergency room experiencing arrhythmia. Patient was immediately transferred to nearest facility with a catheterization laboratory. Upon review, the pacemaker exhibited failure to interrogate, no magnet response. Patient was dependent on the device. During this time patient's paced rhythm had 5-6 second pauses and would pace in the 30's then jump up to 60's and then back down again. Immediately a temporary pacer was placed in the patient. On 10 october 2022, the pacemaker was explanted and replaced. During the procedure, the right atrial lead was stuck in the pacemaker¿s header and could not be removed. That atrial lead was cut and capped and a new right atrial lead was placed during the same procedure on 10 october 2022. No patient consequences.